Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving dilaudid (25 mg/ml at 3,153 mg/day) and clonidine (6000 mcg/ml at 756.72 mcg/day) via an implantable infusion pump. It was reported that during a refill appointment the hcp was able to aspirate 17 ml of drug successfully but when they went to fill the pump only 9ml of drug was able to get into the pump reservoir. The caller was walked through how to hold negative pressure with a 40 ml syringe but was unable to get the 9 ml out of the pump. No symptoms were reported. No further complications have been reported as a result of this event.